Manufacturer narrative:
The root cause of the event could not be identified. One falsely high result was released and corrected later on. No adverse events were reported in this case.

Event description:
The customer stated they were receiving questionably high results on 6-8 patient samples for hba1c on their cobas c501 (serial number (B)(4)). The customer provided data for four questionable patient samples. Of that data, one result was discrepant and reported outside the laboratory. All repeat testing was performed the same day on the same analyzer. The patient's initial result was 17.6%. The customer questioned the high result and performed quality control and did maintenance on the analyzer. The customer then recalibrated and performed quality control with passing results. The customer repeated the sample and the result was 5.8% that was sent out as a corrected report. There were no adverse affects to any patients as a result of this event. The field service representative could not determine the cause of the event. He replaced the reagent cassette, performed probe wash and cleaning and checked the photometer and cell blanks. He ran performance testing with passing results. The customer then performed quality control with passing result.